Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced an "occlusion alert" during a meal announcement. After resuming insulin delivery, the ilet continued dispensing insulin to correct the elevated blood glucose (bg). The highest blood glucose (bg) recorded was 400 mg/dl. Bg was corrected as the ilet delivered corrective insulin doses. The user's reported symptoms during the event included thirst. No medical intervention was reported at the time of call.